Event description:
Inappropriate shocks due to oversensing. Patient alert for atrial imped >2500 ohms, but there is no atrial lead connected to device. Rv and lv impedances >2500 ohms.

Manufacturer narrative:
Brand name is insync ii marquis, model is 7289, and explant date is 2005. Evaluation summary: the actual device was not received for evaluation; however, we did receive performance data collected from the device. Analysis of the data showed oversensing.